Event description:
Information received indicates the right head siderail could not be latched.

Manufacturer narrative:
The technician found the spring that gives the release arm its tension was missing. He installed a new spring and the siderail functioned properly.